Event description:
The facility's rep reported an infusion pump with an 810:11 failure code. The rep stated that there have been no reports of any pt incident involving the pump since the last baxter service event. No add'l info was provided.